Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the (ra) right atrial lead was showing high threshold values, and the values had been increasing during previous checkups. The lead was reprogrammed and optimized, and was showing stable values. The patient will have another review in a couple of months. No adverse patient effects were reported.